Manufacturer narrative:
H11: h3, h6: part of the reported devices were received for evaluation. A visual inspection revealed they were returned in an original packaging with the batch number of the complaint on the label. Both of the t1s and sutures were returned off the needle. The t2s have been cut from the suture and were not returned. The actuators are in the pre-t2 position, and bio debris is present in both devices. One of the t1s is fractured at the tip. A functional evaluation was performed on the returned devices and found that the actuators cycle but they attempt to stick at the tip and require manipulation before returning to the next pre-deployment position. An analysis of the customer provided image found a suture with both implants attached to it. The device is not visible. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Therefore, implant bridge strength must exceed 11.805 lbf (52.495n) required to break the implant while pulling on the suture loop using an mts insight 5 or equivalent. The root cause could not be determined. Factors that could have contributed to the reported event include excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus arthroscopic repair, both ts of two (2) fast-fix 360 devices fell off at the same time at the first deployment. Both t implants were deployed through the meniscus and then removed. The procedure was completed with a surgical delay of less than 30 minutes using an equivalent sn back-up device. No further complications were reported.